Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03810. It was reported that the patient's leads had migrated and the patient had ineffective stimulation. X-rays confirmed the migration. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were re-positioned back into place. Post-operatively, effective stimulation was restored.